Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. This was discovered after use. The following information was provided by the initial reporter: the customer reports that drug didn't come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-17. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number 0014204. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for lot 0014204. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. This was discovered after use. The following information was provided by the initial reporter: the customer reports that drug didn't come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31 ga 5 mm 14 bag 700cas jp was unable to deliver medication. This was discovered after use. The following information was provided by the initial reporter: the customer reports that drug didn't come out.